Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, when the nurse was cleaning the harmonic ace instrument out of patient, the blade fractured. The nurse claimed that he did not touch any hard tissue. The fragment was one piece, and it was collected with the instrument. The instrument was a single-use instrument. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.